Event description:
Evaluation revealed a misaligned display screen and that the pump did not detect the cartridge during the load step.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the display screen was misaligned. During evaluation, the load step was activated and the pump did not detect the cartridge. Review of the pump history revealed two loss of prime warnings and two "no cartridge detected" warnings.